Event description:
The report stated that there was a pt burn in the groin area believed to be where the pt return electrode was placed. All disposables pencil, pads etc were discarded and the site was unaware if they were covidien product or not. The hospital review of the incident found that a nurse had categorized and documented it as a burn (redness/pinkness) at the pad site, but the physician would not categorize it as a burn. It was treated as a burn with silvadene. No dermatologist was called in at the time to make a definitive designation, and it is now healed.

Manufacturer narrative:
Since it is documented as a burn at the hospital, they will follow their procedures for a burn report. Therefore, the site will not be returning the generator to covidien for evaluation but will have it evaluated by a 3rd party. The 3rd party report was requested. If it is made available to us and contains pertinent info, a follow-up report will be sent.